Event description:
The patient presented to urgent care with severe pain after picking up something at home. The patient was seen for follow up presenting with severe pain down both legs and shooting into his groin. The patient admitted to constipation. MRI was ordered for the following day. MRI revealed a moderately large central posterior disc extrusion with a free fragment extending superior to the level of l5-s1 disc. There was mild bilateral foraminal narrowing as a consequence of degenerative facet disease at l5-s1 and enhancing granulation tissue in the anterior epidural space surrounding the extruded fragment/free fragment. Patient had mild diffuse disc bulge without focal protrusion and mild degenerative facet changes. Patient had mild l3-l4 disc protrusion and osteophyte formation. The patient presented for neurological consultation regarding low back pain and bilateral lower extremity pain. The patient's pain was constant and involved both of the buttocks with radiating pain down both legs into the posterior calf. The patient had right lower extremity pain as well as the third, fourth and fifth digits and outer aspect of the foot with numbness. Patient had bilateral groin pain and the patient's legs felt shaky when going downstairs. Patient was treating pain with pain medication. Approximately one month after presenting with symptoms, the patient underwent surgery which included a revision laminectomy at l5-s1, bilateral mesial facetectomy and bilateral foraminotomy at l5-s1, microsurgical lysis of adhesions, radical l5-s1 discectomy, l5-s1 "anterior interbody fusion via tlif approach" with instrumentation (cage) using autologous bone, bilateral bone screw placement at l5-s1 using alphatec screws, l5-s1 posterolateral fusion with instrumentation (rod/screws) using autologous bone and thbmp-2/acs, bilateral placement of on-q pump subcutaneous leads. Radiographically, cage placement was very good. The patient tolerated the procedure well.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No addit ional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6).